Event description:
The following was reported by the pt: the pt alleged, on (B)(6) 2009 he underwent bilateral hernia surgery with bard 3d max mesh. From the time of implant, the pt reported he experienced testicular pain, and swelling. The pt was seen by a urologist who said there was a problem with the mesh. On ni/ni/ni, the pt underwent mesh explant on the left inguinal side. On ni/ni/2011, the pt had a suprapubic catheter placed, the pt reported the md told him they found the mesh in the midline, right on top of the bladder. The pt alleged mesh migration (for the right sided mesh). The pt reports he is still unable to pass urine, can not have sex, and is completely disabled.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The pt reported he has retained council and will not be providing any further info. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports the 3d max mesh used on the right side and was found on the right midline on top of the bladder. The pt reports a variety of complications however medical records have not been provided. Product identifiers have not been provided, therefore, a mfg review is not possible. Additionally, it is not reported the mesh used on the right side was explanted and no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2012-000196 for info related to the 3d max mesh used on the left side.